Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gel in the unspecified bd vacutainer® blood collection tube dissolved and created dosage problems with the instruments. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "I am writing to you because I should make a report for a defect in the serum tubes (yellow cap) of bd company: the separating gel dissolves and this creates problems with the dosages and with the instruments you risk to obstruct the needles." "The defect occurred from the first use of the tubes. Already in (B)(6) 2019 we could observe the gel spread in the patient's serum after the cool centrifugation of the samples. The problem occurs every time this operation is performed, so there is no difference in product number or batch number. In the following months we observed the defect also after centrifugation at room temperature even if in this case it happens sporadically."

Manufacturer narrative:
H.6. Investigation summary. The customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that the gel in the unspecified bd vacutainer® blood collection tube dissolved and created dosage problems with the instruments. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from italian to english: "I am writing to you because I should make a report for a defect in the serum tubes (yellow cap) of bd company: the separating gel dissolves and this creates problems with the dosages and with the instruments you risk to obstruct the needles.". "The defect occurred from the first use of the tubes. Already in (B)(6) 2019 we could observe the gel spread in the patient's serum after the cool centrifugation of the samples. The problem occurs every time this operation is performed, so there is no difference in product number or batch number. In the following months we observed the defect also after centrifugation at room temperature even if in this case it happens sporadically."